Event description:
On (B)(6) 2013 (sunday night into monday morning), at (B)(6), during use for an extracorporeal membrane oxygenation (ECMO) procedure on a patient, the rotaflow console serial number (B)(4) displayed a battery alarm message [bat. 20.0] and then the console stopped. The medical staff used the emergency drive until the perfusionist arrived. The perfusionist replaced the machine. No clinical consequence was reported. Following the event, the perfusionist plugged in the rotaflow console to charge the battery. Then the perfusionist checked the console and found no problem. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a (B)(4) technician and the reported problem could not be reproduced. The device was fully operational within specifications when tested. (B)(4).